Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement of the clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported unintended movement - clip open-efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device has been received. Investigation has not been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepped per the instructions for use (IFU) and was inserted without issues. After the leaflets were grasped, it was noted that the clip opened while attempting to establish final arm angle (efaa). Troubleshooting was performed, but this occurred three separate times; therefore, the physician decided to remove the clip and replace it. Two additional clips were successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.